Event description:
Boston scientific received information that this right atrial lead (ra) is fractured as high impedance and loss of capture were noted. This lead and was surgically abandoned and new ra lead was successfully implanted. There are no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal portion of the lead was returned including a 127 millimeter (mm) proximal segment and a second segment of similar length that was only comprised of the outer coil. The outer coil had been cut, but the three inner conductor coils were fractured at 100 mm. A suture tie-down site was also observed at 110 mm. All of the fractures showed evidence of fatigue with one wire also showing evidence of overload.